Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited deterioration of the objective lenses gluing with missing parts. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated, and the evaluation found the adhesive deterioration of both the objective lenses and the bending rubber cover was very likely the result that has occurred throughout reprocessing. It was assumed that the device has been exposed to heat, which can explain such signs of degradation. Based on the results of the investigation, it is likely the event occurred by physical stress and/or chemical stress applied during device handling. However, the root cause of the suggested event could not determined. The issue can be detected/prevented by following the instructions provided in the IFU: user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. Do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.